Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had missing end cap sticker.

Event description:
It was reported that the customer was hospitalized again due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was unknown. Caller stated that the customer complained that her insulin pump was malfunctioning. Nothing further was reported.